Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg slimtip lead lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7751714. Common device name: drg slimtip lead lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562942. Common device name: drg slimtip lead lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562942.

Event description:
It was reported that patient experienced ineffective therapy and was unable to enter MRI mode due to impedances. Patients lead was fractured. As a result, surgical intervention was undertaken on 10 may 2024 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.